Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with approximately 225 units of insulin. Additionally, it was reported that a cartridge change error occurred during the load sequence. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was 155 mg/dl.